Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported 1124 failed battery test. The customer reported there was no patient involvement.